Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that device had logged an event code in the memory which is related to a potential issue of the device deliver energy. The technician was not able to duplicate the codes and the unexpected shutdown. The battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The electronic records were downloaded for review. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. Upon evaluation, stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A review of the electronic records was performed. The issue of unexpected loss of power could not be verified. The error codes were verified but not duplicated. The field technician cleared the codes before returning the device to the customer. A cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. Upon evaluation, stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.